Event description:
It was reported that impedance check revealed impedances on the lead. Additionally, patient experienced discomfort at the ipg site. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on 23april2026 wherein the ipg was explanted and replaced to address the issue. The new ipg was implanted in the same pocket, just moved to the upper spot resolving the discomfort at the ipg site. Impedance check revealed that the lead had high impedance. Patient has effective therapy. It was decided not to address the impedance. Additionally, it was confirmed that the patient is implanted with only one lead.